Event description:
As reported by the user facility: under infusion, no alarms sounded - customer reported that pump was too slow. No injury, just delay in therapy. Ref MFR report: 9610825-2013-00240.